Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on two endoscopes was dark. No other information was provided by the hospital. The hospital reported no patient complications.